Event description:
Additional information received reported an updated event date. The event date was being updated from (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient had a decrease in therapeutic effect, a catheter fracture was discovered, and a catheter revision was performed. The patient experienced upper and lower extremity spasm and increased pain. A catheter access port (cap) contrast study was performed on (B)(6) 2012, and a catheter fracture was found. The catheter was then revised on (B)(6) 2012. The medication in the pump was morphine. As of (B)(6) 2012, the patient's outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient was experiencing possible drug withdrawal.